Event description:
Customer reports a fiber leak on reuse number 1 in the middle of treatment noted by visible blood in the dialysate line and confirmded with hemastix. There was nothing unusual noted with the treatment prior to receiving the alarm. Estimated blood loss was 50cc. Treatment continued with new disposables without incident. No pt injury or medical intervention reported.